Event description:
It was reported by service report that the head end lift and the foot end lift was stuck in high height. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: lift motor coupler.